Event description:
The customer reported that a ventilator gives the alarm ¿failure main alarm¿ when starting up. The alarm cannot be switched off. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). Further information is pending.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Manufacturer narrative:
Multiple attempts were made to retrieve device repair or diagnostic information, however, yielded no response from the rse. It is unknown if any parts or repairs have been conducted.